Event description:
Reporter alleged the needle from the softclix plus lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspected device.

Manufacturer narrative:
Device received in a condition that made analysis impossible. The device could not be primed due to a defective button.